Event description:
It was reported that while in the cath lab, the md inserted the sheath into the groin of the patient. The md tried to pass the intra-aortic balloon (iab) through the sheath to insert into the patient and the proximal end of the iab would not advance. As a result, another iab was used to complete the insertion.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.